Event description:
A report received from the USA stated that at 840 ventilator experienced a loss of graphical user interface (gui) communication. There was no report of patient involvement.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The device passed calibrations and the performance verification test (pvt). (B)(4).